Manufacturer narrative:
Based on the observation summary report from an ess, there were some reprocessing deviations observed during the on-site visit, and they are as follows: staff did not use the washing brush or the air water cleaning adapter during pre-cleaning, and they did not use the cleaning brush for the balloon channel. The ess provided a reprocessing in-service training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the evis exera ii ultrasound gastrovideoscope was being improperly reprocessed. The ess reported that staff do not use the washing brush or the air water cleaning adapter during pre-cleaning, and they do not use the cleaning brush for the balloon channel. There was no associated patient infection reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to improper repocessing as the customer does not use cleaning brush(mh-974) when conducting pre-cleaning or air/water cleaning adapter(maj-629). Also, after using bw-400l scope, they do not brush balloon channel. The event can be detected/prevented by following the instructions for use, chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.